Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine follow up computed tomography (CT) scan an immobile, device related thrombus (drt) was noted on the face of the closure device. The patient was on dual antiplatelet therapy at the time of the event. The patient will continue on oral anticoagulation (oac). The patient is expected to fully recover.